Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device shows no sign of physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert new (B)(6) alkaline battery and the display did return. The customer was unable to perform self-test as pump screen has a partial display. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to insert a new energizer (B)(6) alkaline battery. The customer stated that display did not return to normal. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump passed the self test. No partial display or missing segments noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected alarms or alerts occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.